Event description:
"During a surgical procedure, they noticed that the insufflation pump was running to keep the pressure up. They changed trocare and the pump ran normally. While irrigating the surgical site they observed a seal in the irrigation fluid. The seal was retrieved. Ti was discovered that the seal was from the inside the first trocar. There was no pt injury and the surgical time was not extended or the procedure changed."